Manufacturer narrative:
Note : product reference 4433750 is not cleared for sales in the USA, but similar product reference 5433750 is cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr36942699 of access ports which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of (B)(4) access ports released in january 2019. Investigation results: we received for investigation one celsite st305 from batch nr36942699. The device is contaminated by blood. No defect is visible on the access port housing. The connection ring has not been returned for investigation. We received 2 pieces of catheter: - a 19.3 cm long piece of catheter, graduated from 5 to 15. This corresponds to the distal part of the catheter which moved into the heart. We can see that the rupture facies corresponds to those of the catheter still mounted on the exit cannula. 4 mm long piece of catheter is still on the exit cannula. Its extremity is ruptured, the facies is rough and irregular. Dimensional measures: we have measured the returned device in order to check its conformity to our specifications. No manufacturing abnormality was noted. X-ray pictures examination: we received several x-ray pictures: (B)(6) 2019, ie 5 days after the implantation: we can see a celsite access port implanted via right jugular vein. The catheter tip is well positioned. The catheter forms an angle just after the exit cannula. (B)(6) 2019: the catheter is no longer visible after the port housing. We can distinguished the catheter inside the heart. (B)(6) 2019: we can see that the catheter is still inside the heart. It was not removed since the detection of the migration in (B)(6) 2019. Conclusion: no manufacturing defect has been detected on the returned device. The catheter rupture occurred under the connection ring, shortly after the implantation ( 2 months). According to the above mentioned information and in view of the location of the catheter rupture, we can hypothesis that the catheter rupture is due to the extension of a catheter damaged done during the implantation procedure, probably while mounting the catheter on the exit cannula. Indeed, it is worth noting that after the implantation, this part of the catheter is protected by the connection ring. This part of catheter can no longer be damaged after implantation. This is a rare incident (0,003%), no corrective action is envisaged.

Event description:
Catheter torn apart from port.